Event description:
It was reported by the field service representative that the battery failed while on a patient. No injury to the patient. Inquiry regarding how the issue was resolved, if they swapped out the pump, if medical intervention was required, and the current health condition of the patient were all unknown by the customer. If additional information is received on this complaint, teleflex will update the file.

Manufacturer narrative:
(B)(4), returned for investigation were 2 batteries (p/n: 4000-9022-001, l/n: 18f19j0046, 18c19k0160). Visual inspection of the batteries was performed and no abnormality was noted. Both batteries were installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. Each battery was then tested separately. The full charge of the first battery was 13.0 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The iabp alarmed for "available battery power less than 20, 10, 5 minutes" approximately 41 minutes after pumping was initiated and then immediately shut off after the alarms were cleared. The full charge of the second battery was 13.0 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The iabp alarmed for "available battery power less than 20,10,5 minutes" approximately 18 minutes after pumping was initiated and then imme diately shut off shortly after the alarms were cleared. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The complaint will be monitored for any developing trends. The reported complaint of "battery failed" is confirmed. The pump ran less than the acceptable limit range when operating on battery power after a full charge during the complaint investigation. The batteries failed the battery load test. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of battery maintenance. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported by the field service representative that the battery failed while on a patient. No injury to the patient. Inquiry regarding how the issue was resolved; if they swapped out the pump, if medical intervention was required, and the current health condition of the patient were all unknown by the customer. If additional information is received on this complaint, teleflex will update the file.